Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while it was clipped on the customer's belt. Customer is unable to interact with the touch screen to deliver a bolus and suspend insulin due to the damage. Customer's blood glucose was 152-160 mg/dl. Reportedly, customer reverted to a backup pump and manual injections for insulin therapy.